Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported the catheter moved from t-9 to the s-2 level at some point since implant. It was noted the patient had a successful trial, but never really received effect after implant. It was also reported a computed tomography (CT) scan was done and they noticed the catheter tip had moved down so they replaced a section of the spinal portion of the catheter. The pump was being used to deliver gablofen. It was further reported it was unknown what symptoms the patient was experiencing. The old catheter was removed from the intrathecal space and a new spinal segment was added. It was reported a collet connector pin was used to join the catheters. Additional information received reported the patient was having ineffective intrathecal baclofen (itb) therapy. It was also reported troubleshooting included an x-ray which showed the catheter tip at ¿l1- inferior edge,¿ coiling, and therefore it was subsequently revised. It was noted the patient was doing slightly better. A follow-up report will be sent if additional information becomes available.